Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the compact air drive device, and it was determined that the output of the power testing was slightly below the given specifications. It was observed that air bubbles were coming from inside of the housing when running under water. It was further determined that the device failed pretest for visual, check the power with the test bench, and check for air leak. Therefore, the reported condition that the double air hose system started making a loud noise and burst was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: double air hose device and quick coupling device ((B)(6) 2021). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure for a femoral trochanteric fracture using a proximal femoral nailing system (tfna), it was observed that the double air hose system started making a loud noise and burst. The air hose device was being used with a compact air drive device and a quick coupling device. It was reported that there was a less than 30-minute delay in the procedure, and the procedure was successfully completed. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.